Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient's implantable cardioverter defibrillator was removed and replaced due to it's lithium cluster advisory status. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.